Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited exhibited oversensing causing the implantable cardioverter defibrillator (ICD) to inappropriately detect ventricular tachycardia and to inhibit pacing. The lead was replaced, but high thresholds were noted, requiring the ICD to be programmed at maximum output.